Manufacturer narrative:
The instrument was performing within quality control specifications. Controls were run before and after the incident and recovered within specifications. Root cause unk. This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-00975.

Event description:
Customer reported erroneous high monocyte% differential test results were obtained for one pt sample using the coulter lh 750 hematology analyzer. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This represents event 2 of 2 events reported by this customer for this sample tested on two different analyzers.